Manufacturer narrative:
On (B)(6) 2022, mentor became aware that the patient's implants were replaced with the following devices: (right) 240cc mentor memorygel xtra breast implant catalog: tmpx240 lot: 7617415 sn: (B)(6) and (left) 240cc mentor memorygel xtra breast implant catalog: tmpx240 lot: 7617415 sn: (B)(6)

Event description:
It was reported that a (B)(6) year old female patient underwent primary breast augmentation with two 190cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed, via physical examination, with right breast capsular contracture (baker grade IV). As a result, the patient underwent bilateral removal and replacement with two 240cc mentor memorygel xtra breast implant (catalog: tmpx240) on (B)(6) 2022.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 16, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth mod + prof xtra 190cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination.. A second product was received (9516180). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.